Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from physician, that the iol was exchanged for another lens, after unspecified days following the initial implant procedure. Explanted lens is likely fine and no issue.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, the patient had a refractive surprise following intraocular lens (iol) implantation. The lens was implanted aiming for -2 and patient had a refractive surprise of +7. The lens exchange will be performed. Additional information requested.